Event description:
The user received questionable troponin t results for three samples from one patient tested on cobas h232 meter serial number (B)(4) when compared to the troponin t hs results from a cobas e411 analyzer. Sample 1 troponin t result was 210.0 ng/l and the troponin t hs result was <3 pg/ml. Sample 2 troponin t result was 251.0 ng/l and the troponin t hs result was <3 pg/ml. On (B)(6) 2012, sample 3 troponin t result was 752.0 ng/l and the troponin t hs result was <3 pg/ml. The troponin t results from the cobas h232 meter were reported to the physician. The patient was "hospitalized five days treated". No further information was provided to determine if the patient was adversely affected.

Manufacturer narrative:
The investigation determined the root cause was the presence of heterophilic antibodies in the samples as a clear reduction in the results was found. This limitation is described in product labeling retention material of the same lot was measured with three negative blood samples and one troponin negative control and the results were acceptable. Anti-interference experiments were carried out on cobas h232 analyzer with a spiked patient sample and relevant retention material. Several anti-interference antibodies were measured. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).